Event description:
During a percutaneous transluminal renal angioplasty to the left renal artery, to place an add'l stent in the lesion, the balloon of the palmaz (p1005e) ruptured; therefore, it was not possible to inflate the product. The product was advanced to the lesion over the guidewire (brand and size: unk) through the sheath introducer (unk), and the balloon was inflated using an indeflator (unk). The product was withdrawn from the pt and another stent (unk) was used for the procedure. It seem as the balloon was brought in contact with the first placed stent in the lesion causing the rupture. The vessel size is unk. The vessel contained no calcification, no tortuosity, and the rate of stenosis is unk. The product was clinically used without any adverse consequences to the pt. The product will not be returned for analysis.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to the left renal artery, the balloon was reported to have ruptured. Vessel characteristics are unk. There was no reported pt injury. With the limited amount of info available and without the return of the product or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. A device history record (DHR) review was performed, and showed that this lot of products met all requirements per the applicable mfg quality plan (mqp). This review was extended to subassembly part with lot # 0303070088. This review revealed that the subassemblies met all requirements per the applicable mqp as well, including burst test values.